Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). The information provided on this form was previously submitted under manufacturing report number (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. The primary surgery notes confirm that the patient underwent right total knee arthroplasty for having degenerative osteoarthritis of the right knee. Review of primary operative notes does not indicate root cause. The progress notes by the surgeon confirm that the review of the radiographs show the total knee components with the knee normal anatomic alignment without evidence of loosening, wear or osteolysis. Also, the patella tracks midline. A definitive root cause cannot be determined with the information provided.